Event description:
New information received notes that high, out of range high voltage lead impedance and fracture were observed. The lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented to clinic after receiving a vibratory alert, high lead impedance measurement was observed. Subsequently, the patient received another vibratory alert. Impedance measurements were within normal values during in-clinic testing. The patient was fine and will continue to be monitored.